Event description:
During atrial fibrillation ablation, a blood leak occurred. The device was exchanged and the procedure was completed with no adverse consequences to the patient. After inserting the sheath into a patient, making a transseptal procedure with the sheath and an rf needle, while applying rf energy with an ablation catheter with being inserting into the sheath, blood was leaking from the hemostasis valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequence to the patient. No additional femoral vein and transseptal puncture was required for replacing the sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.